Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 6 it was reported while testing with bd phoenix panel nmic-306, there was a high mic for carbapenem on a patient specimen. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: this complaint is for high mic carbapenems when using phoenix panel nmic-306 (catalog number 449292) batch number 3346519. The customer did not provide phoenix generated lab reports, isolates or panel returns for the investigation. The customer reported low mic meropenem (mem) and ertapenem (etp) with proteus mirabilis, klebsiella pneumoniae, escherichia coli, serratia marcescens, klebsiella oxytoca and acinetobacter baumannii. To investigate, two retention panels each of the complaint batch were inoculated with in house isolates p. Mirabilis enf10926, k. Pneumoniae enf 10997, e. Coli enf 10998, s. Marcescens enf 11427, k. Oxytoca enf 11156, and a. Baumannii enf 9420 and placed in a phoenix m50 for mem and etp mic results. The panels inoculated with a. Baumannii enf 9420 did not return any results for etp, as a. Baumannii is intrinsically resistant to etp. All other panels returned sensitive mic results for etp and mem, this complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. A review of complaints revealed no other complaints on this batch. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
Report 2 of 6. It was reported while testing with bd phoenix panel nmic-306, there was a high mic for carbapenem on a patient specimen. There was no report of patient impact.